Event description:
As part of our continuous internal quality control and improvement process for the visage 7 software we have found that two of the specialized 2d measurement tools in some situations do not allow for manual pixel size calibration and can lead to misleading results if used in combination with the manual size calibration tools. The affected tools are the specialized vertical distance measurement tool (used by some customers for hip tilt measurement), and the 2d freehand rio tool.

Manufacturer narrative:
As part of our continuous internal quality control and improvement process for the visage 7 software we have found that two of the specialized 2d measurement tools in some situations do not allow for manual pixel size calibration and can lead to misleading results if used in combination with the manual size calibration tool. The affected tools are the specialized vertical distance measurement tool (used by some customers for hip tilt measurement) and the 2d freehand roi tool.